Manufacturer narrative:
Siemens filed initial MDR 2432235-2019-00471 on (B)(6)2019 . Corrected information (12-dec-2019): the serial number in the initial MDR was ca1275002060206. Upon further investigation, siemens determined that the correct serial number for the affected instrument was ca1275002110211. The serial number in section d4 was updated to reflect this corrected information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a laboratory technician was exposed to waste fluid from an advia chemistry xpt instrument. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse replaced the waste pump and silicon tubing. The instrument was restarted, and tests were run on the instrument; the tests recovered acceptably. Siemens further investigated the issue and determined that the waste pump malfunction contributed to the event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A customer reported that a tube, which was used to connect the outlet of an external waste pump to the hospital for disposal purposes, broke. As a result, when the pump was in operation, a laboratory technician was exposed to waste fluid of an advia chemistry xpt instrument. The laboratory technician washed his hair and did not require medical treatment. The customer reported that there was no impact to testing patient samples and indicated that an alternate instrument was available for testing. There are no known reports of adverse health consequences due to this event.